Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's father reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 25 and 36 hours. Patient felt pain at the insertion site and the patient's legal guardian (lg) removed the pod on (B)(6) 2025. Upon pod removal, purulent discharge was coming out the insertion site and the patient's blood glucose levels rose to 21.9 mmol/l (394.2 mg/dl). A new pod was successfully applied. On (B)(6) 2025, the patient's mother drove the patient to the general practitioner (gp) where dr.(B)(6) diagnosed the patient with a skin infection and prescribed amoxicillin antibiotic liquid - 5 ml every 4 hours for treatment. Patient was prescribed 2 boxes of antibiotics. Patient stayed at the gp for 30 to 45 minutes. The pod was discarded.